Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Boston scientific technical services (ts) discussed that presenting did not show any evidence of oversensing. To date, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.